Event description:
It was reported the patient has been experiencing leg numbness and tingling due to ipg being flipped in the pocket. As a result, the patient will undergo surgical intervention to address the issue.

Event description:
Further follow-up indicates the patient had surgical intervention on (B)(6) 2019, during which the ipg was re-sutured to the fascia in the same pocket that it was originally implanted in. Issue resolved and therapy has been restored.